Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation, when looking at a computer screen at a full arms length distance, I see the cursor arrow with four distinct shadow arrows. The four are at a displacement to 12:00, 11:00, 10:00 and 6:00. The displacements cause the whole screen to be fuzzy or a blur, also I cannot read a phone or book with the eye. Additional information has been requested.